Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of a rupture of chronic thoracic aortic dissection using conformable gore tag thoracic endoprostheses. Prior to the implant of endoprostheses, an axillo-axillary bypass procedure was performed. When the proximal endoprosthesis (tgu373720j/13805107) was deployed, it occluded the left common carotid artery. A bare-metal stent was implanted in the left common carotid artery to maintain blood flow. The patient tolerated the procedure.